Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak about a foot from the cycler from the tubing that goes into the patient during their pd treatment and the patient had to stop treatment. It was noted that the tubing looked like it had a slit in it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s peritoneal dialysis nurse (pdrn) advised the patient to restart treatment. Additional information requested but has not been obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak about a foot from the cycler from the tubing that goes into the patient during their pd treatment and the patient had to stop treatment. It was noted that the tubing looked like it had a slit in it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s peritoneal dialysis nurse (pdrn) advised the patient to restart treatment. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.